Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to percutaneous coronary interventional (pci) procedure. Reportedly, the proglide could not suture the vessel. The suture of the second proglide device was preplaced prior to the pci procedure. The pci procedure was completed and hemostasis was achieved with the preplaced suture of the second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Estimated age (patient born in 1948). Evaluation summary: the device was returned and the reported failure to deploy could not be confirmed as the device was retuned with the link cut. The reported event appears to be related to user technique. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.